Event description:
The tip of the d 4.5 aggressive reinforced undersized tap fractured during use in highly sclerotic bone. The broken fragment was successfully located and removed, and the surgery was completed successfully without any reported patient harm. 40-minute delay (180 min total surgery time).

Manufacturer narrative:
Batch review performed on 22 may 2026 lot 2263917: (B)(4) items manufactured and released on 03-apr-2023. No anomalies found related to the problem. To date, no similar events have been reported on the same lot. Analysis performed by r&d manager: tip fracture likely occurred due to elevated torsional loads during tapping in highly sclerotic bone. Root cause: the reported issue may have occurred due to high torsional loading resulting from the combined factors of screw diameter, bone condition, and the specific conditions of the screw hole preparation, in combination with the inherent mechanical limits of the devices involved. The device history record review does not indicate any potentially related manufacturing issue.